Event description:
As reported: "gamma4 u-lag screw penetration was occurred".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.